Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the handpiece did not work. The surgery was delayed over 30 minutes and the surgeon completed the surgery with another handpiece. No adverse consequences reported from this event. This device is used for treatment.